Event description:
Report received of no audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the pump reportedly did not sound an audible alarm tone. There no reported adverse patient events while this pump was in clinical use.